Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient was revised to address painful multiple dislocations, and alleges that metal toxicity had completely necrosed the muscles surrounding the hip. The patient indicates further problems after the revision surgery, but it is unclear whether the patient was revised a second time, or what products were involved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2010-04511. 1818910-2012-15122 will be rejected. 1818910-2010-04511 will be kept for investigation purposes.